Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and an internal memory error while it was connected to a pt. The ventilator was replaced. (B)(4).

Manufacturer narrative:
(B)(4)